Event description:
It was reported that the patient had pacemaker syndrome. It was also reported that the atrial lead had no capture at maximum outputs. An x-ray showed that the lead to be in its original orientation but without capture. The physician performed an atrial lead revision and the lead was repositioned with good pacing results. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.